Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2020-00532. It was reported that patient experienced a cerebrospinal fluid leakage during a permanent implant procedure. The physician performed a blood patch and the issue was resolved.